Event description:
The customer reported via phone call that they had a delivery anomaly on the insulin pump. Customer stated their blood glucose was rising as a result. Customer's blood glucose was 225 mg/dl at the time of incident. The customer's current blood glucose was 292 mg/dl. Customer reported feeling tired from their blood glucose. The customer stated, they attempted to deliver 20 units of insulin, but did not observe insulin exiting. It was also found the customer forgot to fill the cannula dead space after removing the introducer needle. Troubleshooting found the insulin pump passed a displacement test. The customer did not expose the insulin pump to strong magnetic fields. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.